Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occluded, damage (physical or cosmetic), and no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) unomedical, mmt-1884, and mmt-332a. The customer reported insulin flow blocked alarm (past/resolved event). Issue was resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the insulin pump. No product return is required for unomedical. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-332a.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No cracked case noted. No damage noted in the battery tube. No damage noted on the battery tube spring. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. Please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date 12-dec-2024 in the pump history file. 12/10/2024 13:56:33.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 12/10/2024 13:57:16.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 12/10/2024 14:01:27.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 12/10/2024 14:06:27.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 12/10/2024 14:42:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 12/10/2024 15:27:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) 12/10/2024 15:37:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) 12/10/2024 16:15:49.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 12/10/2024 16:16:22.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 12/10/2024 16:26:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 12/10/2024 17:12:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 12/10/2024 17:22:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 12/11/2024 07:52:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 12/11/2024 11:49:57.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 12/11/2024 17:26:25.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 12/11/2024 17:51:25.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 12/11/2024 18:11:29.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 12/11/2024 18:16:27.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 12/11/2024 18:21:25.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 12/11/2024 18:26:25.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 12/11/2024 18:31:27.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 12/11/2024 18:36:23.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Nodelivery (7) alarm not confirmed. Lost sensor alert not confirmed. No delivery alarm/occlusion alarm not confirmed. Cosmetic damage (cracked case) was not confirmed; however, other cosmetic damage was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.